Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy - ectopic") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("she did not underwent for an essure confirmation test"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced ectopic pregnancy with contraceptive device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorhagia (bleeding b/w periods)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: received treatment for pain-pelvic, abdominal, bleeding- metrorrhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding). Removal recommended by treating physician- yes. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report from lawyer. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy - ectopic"), pelvic pain ("pelvic pain") and embedded device ("imbedded into the uterus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("she did not underwent for an essure confirmation test"). The patient had a medical history of left lower quadrant pain, parity 2, gravida ii, pelvic pain and abdominal pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced ectopic pregnancy with contraceptive device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorhagia (bleeding b/w periods)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and embedded device (seriousness criterion medically important). The patient was treated with surgery (salpingectomy and essure device removal and salpingectomy (bilateral)). At the time of the report, the outcomes for ectopic pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, intermenstrual bleeding and heavy menstrual bleeding were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2014 and the estimated date of delivery was on (B)(6) 2015. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: received treatment for pain-pelvic, abdominal, bleeding- metrorrhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding). Removal recommended by treating physician- yes the number of expanded coils that appeared trailing into the uterine cavity was 9. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: submitted information: bilateral fallopian tubes. Surgical procedure: laparoscopic bilateral salpingectomy with removal of essure. Clinical history/preop and postop diagnosis: abdominal pelvic pain. Specimen: a. Fallopian tubes, bilateral - bilateral fallopian tubes final diagnosis fallopian tubes, bilateral; sterilization: -complete cross sections two segments of fallopian tube with benign paratubal cyst congestion, focal fibrin and hemorrhage gross description bilateral fallopian tubes at the fimbria, there is a small paratubal cyst measuring 0.1 cm in greatest dimension. [Ultrasound pelvis] on (B)(6) 2016: findings: transabdominal ob ultrasound was performed. The uterus measures 10.9 x 6.0 x 5.2 cm. The endometrial stripe is thickened at 2.4 cm. Intrauterine gestational sac with a crown-rump length of 1 cm corresponding to an age of 7 weeks 1 days identified. The fetal heart rate is 150 beats per minute. The right ovary measures 3.3 x 1.9 x 1.9 cm. The left ovary measures 3.0 x 3.6 x 2.1 cm. There appears to be small hypoechoic area superior to the gestational sac measuring 0.6 x 1.2 x 0.6 cm. Impression: single live intrauterine fetus corresponding to an age of 7 weeks 1 day. Small subchorionic hemorrhage.; on (B)(6) 2018: indications: pain findings: there is evidence of a linear echogenic structure along the left side of the uterus which corresponds to a hyper attenuating area seen on recent CT abdomen and pelvis. The echogenic structure is located within the left side of the fundus. This likely represents part of the essure coil. The right ovary measures 3.4 x 1.1 x 1.5 cm. A small complex cyst is seen measuring 1.7 x 1.2 x 1.3 cm in the right ovary. The left ovary measures 3.2 x 2.7 x 1.8 cm. Normal flow to both ovaries. Nabothian cysts are seen in the cervical region. Small amount of free fluid in the pelvis surrounding the right side of the ovary. Impression: findings suggest linear echogenic structure in the left side of the uterus fundus likely representing small part of the essure coil patient reports coils were removed a year ago. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: embedded device event added. Reporters, medical history, lab data, patient information,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy - ectopic"), pelvic pain ("pelvic pain") and embedded device ("imbedded into the uterus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("she did not underwent for an essure confirmation test"). The patient had a medical history of left lower quadrant pain, parity 2, gravida ii, pelvic pain and abdominal pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced ectopic pregnancy with contraceptive device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorhagia (bleeding b/w periods)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy and essure device removal and salpingectomy (bilateral)). At the time of the report, the outcomes for ectopic pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, intermenstrual bleeding and heavy menstrual bleeding were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2014 and the estimated date of delivery was on (B)(6) 2015. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: received treatment for pain-pelvic, abdominal, bleeding- metrorrhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding). Removal recommended by treating physician- yes. The number of expanded coils that appeared trailing into the uterine cavity was 9. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: submitted information: bilateral fallopian tubes. Surgical procedure: laparoscopic bilateral salpingectomy with removal of essure. Clinical history/preop and postop diagnosis: abdominal pelvic pain. Specimen: fallopian tubes, bilateral - bilateral fallopian tubes. Final diagnosis: fallopian tubes, bilateral; sterilization: complete cross sections two segments of fallopian tube with benign paratubal cyst congestion, focal fibrin and hemorrhage. Gross description: bilateral fallopian tubes. At the fimbria, there is a small paratubal cyst measuring 0.1 cm in greatest dimension. [Ultrasound pelvis] on (B)(6) 2016: findings: transabdominal ob ultrasound was performed. The uterus measures 10.9 x 6.0 x 5.2 cm. The endometrial stripe is thickened at 2.4 cm. Intrauterine gestational sac with a crown-rump length of 1 cm corresponding to an age of 7 weeks 1 days identified. The fetal heart rate is 150 beats per minute. The right ovary measures 3.3 x 1.9 x 1.9 cm. The left ovary measures 3.0 x 3.6 x 2.1 cm. There appears to be small hypoechoic area superior to the gestational sac measuring 0.6 x 1.2 x 0.6 cm. Impression: single live intrauterine fetus corresponding to an age of 7 weeks 1 day. Small subchorionic hemorrhage. On (B)(6) 2018: indications: pain. Findings: there is evidence of a linear echogenic structure along the left side of the uterus which corresponds to a hyper attenuating area seen on recent CT abdomen and pelvis. The echogenic structure is located within the left side of the fundus. This likely represents part of the essure coil. The right ovary measures 3.4 x 1.1 x 1.5 cm. A small complex cyst is seen measuring 1.7 x 1.2 x 1.3 cm in the right ovary. The left ovary measures 3.2 x 2.7 x 1.8 cm. Normal flow to both ovaries. Nabothian cysts are seen in the cervical region. Small amount of free fluid in the pelvis surrounding the right side of the ovary. Impression: findings suggest linear echogenic structure in the left side of the uterus fundus likely representing small part of the essure coil patient reports coils were removed a year ago. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy - ectopic') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorhagia (bleeding b/w periods)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal, bleeding- metrorrhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding). Removal recommended by treating physician- yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: lawyer was added. Case become incident, previously added injury nos was replaced with dysmenorrhea & new events- dyspareunia,pelvic pain, abdominal pain, metrorrhagia, menorrhagia, ectopic pregnancy, device ineffective, device monitoring procedure not performed were added. Patient's demographic was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.